Event description:
It was reported that the right atrial lead exhibited impedance less than 200 ohms, elevated thresholds and decreased sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.